Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that they knew someone whose implant was turned off by a security device. The manufacturer representative (rep) actually checked the implant and it was off for 21 days. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Supplemental submitted to correct conclusion code. Conclusion code does not apply.